Event description:
It was reported that during an unk procedure, the note states the device is broken. The device would not squeeze clip and would not fit in the trocar. No additional information is available. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Jaw/cam interface disengaged. Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. In addition, it would not pass through a test 5mm sleeve due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.